Manufacturer narrative:
The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the drive support cap had come loose six months ago but he simply pressed it into place. The customer's blood glucose was 116 mg/dl. Customer stated he had pressed the cap while he was connected but a low blood glucose event did not occur. Customer was advised to discontinue use of the device, revert to back up plan, and to return the device for analysis. Customer agreed to return the device for analysis.